Event description:
A vague report received from a clinician who stated that the male luer lock adapter easily disconnects from the manifold set. Reported condition noted during pt use. Customer reported no pt injury or medical intervention. Clinician unable to provide any further details.